Event description:
It was reported that during a coronary artery drug eluting stenting procedure there was reported damage to the stent. The target lesion being treated in the index procedure was the right coronary artery (rca). The physician treated the lesion with predilation, and attempted to place a taxus express2 8.8% 3.00 x 16 mm drug eluting stent in the target lesion. The stent was not deployed. The physician reported the strut appeared "roughed up" when it was pulled out of the guide. The procedure was finished with an unk device. There was no pt complications.